Event description:
As it was reported by the study database: the distal tip of the angioguard was noted to be coiled upon removal from the package before use in the pt. There was no difficulty removing the product from the package. Another angioguard was used and the procedure was successfully completed. The device was discarded.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.